Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on the complaint date, the patient¿s blood glucose (bg) was as high as 449 mg/dl with confusion and slurred speech. It was reported that emergency services was initiated and the patient was treated with insulin via pump by emergency medical personnel. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the pump alarmed for an ¿illegal battery had been inserted¿, indicating an incorrect battery type was used. After reviewing the pump, the patient allegedly delivered 6 units of insulin. Troubleshooting was unable to determine if an incorrect battery type was used or if there was a pump malfunction that resulted in the call service alarm and bg excursion. This complaint is being reported because the patient experienced severe hyperglycemia related to a potential use error in that an incorrect battery may have been used.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.